Event description:
The atrial lead was returned for noise, intermittent pacing, and high impedance. Subsequently it tested out of specification during the manufacturer's analysis. No patient complications were reported as a result of this event.